Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having heart failure (hf) symptoms. The echocardiogram (echo) showed dilated left ventricle without ability to unload. External outflow graft obstruction (eogo) revision was performed without change. The left ventricle (lv) remained dilated, atrioventricular (av) opening present, and hf symptoms with cool peripherals. The ramp speed echo showed no increase in flow with increased speeds. Lv size did not decrease with increase in speeds. The pump was exchanged.

Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts for additional information, including product status, were sent to the customer; however, no further information has been provided at this time. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.